Event description:
It was reported that the patient had broken lead wires 10 to 15 years ago on her first implant, although not sure exactly when. It was noted that after the doctor had gone in to change the device, it was discovered that the leads were broken. The doctor closed up the incision and had the patient come back three weeks later to have the leads replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3080, lot# l65610, implanted: (B)(6) 2000, explanted: (B)(6) 2007, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2007, product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called and reported that when their ins was replaced a few years ago for normal battery depletion they noticed the lead was fractured and so the lead was replaced as well. The issue was resolved at the time of this report. The patient thought that the issue occurred 7-8 years prior to the call. There were no further complication reported or anticipated.